Manufacturer narrative:
Unit received with unresponsive buttons due to unlocked connector at lcd board. Unable to verify battery out limit alarms due to button keypad anomaly. Unit received with cracked case at display window corners and battery tube threads and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the esc button does not work at all. Customer does not recall any significant events leading to the error. Customer's blood glucose was 136 mg/dl at the time of incident. Troubleshooting was done for keypad but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.